Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, this right atrial lead (ra) exhibited a failure in the capture. Despites changes in position, the ra lead still exhibited capture issues. An abnormal electrical measurement such as this could suggest further damage. Physician decided to replace the lead. No adverse patient effects were reported. The lead is not available for return as it was scrapped in the hospital.